Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/5/98. The "autofill failure" alarm sounded from the pump. No blood was noted and iabp continued. On 2/9/98 after iabp for four days, a massive amount of blood was noted in the tubing and the iab was removed. On 3/20/98, the following was reported to datascope: the ICU nurse was looking at the balloon catheter extension line and a large amount of blood appeared in the line. The iab was stopped immediately. There was no pt injury or complication as a result of the event on 2/9/98. [Event complications]: none from the event-reported 2/9/98 and 3/20/98. [Pt's current status]: unk-rpt'd 2/9/98.